Event description:
The omni lab advanced plus machines were recalled from philips respironics. We had to cancel 11 patients and are not scheduling any CPAP (continuous positive airway pressure therapy)/bilevel positive airway pressure (bipap) patients until further notice. Manufacturer response for cipap - bipap, (brand not provided) (per site reporter). Manufacturer made us aware of recall.